Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during introduction, the physician experienced difficulty placing the prolieve catheter. After several attempts in which the physician repeatedly noted the catheter tip had "folded over on itself", the procedure was aborted. No pt complications were reported as a result of this event. The pt's condition was reported as "stable."

Manufacturer narrative:
The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.